Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose and hence suspected that the insulin pump might have under delivered insulin. The blood glucose value of the customer at the time of the event was 429mg/dl. Customer do report symptoms like thirstiness and sleepiness related to high blood glucose. The customer treated the high blood glucose with insulin pump. No harm requiring medical intervention was reported. Troubleshooting confirmed that the customer has been using the insulin pump within 48 hours of the reported hyperglycemic event. The customer agreed that the auto-mode feature was active at the time of the event. Customer also received calibration not accepted alert. The device will not be returned for analysis.